Event description:
It was reported that a spectrum pump failed to display the upstream occlusion message during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The device was found to pass all occlusion detection testing. Even though the upstream sensor fluid numbers were found to be below specification the unit was able to detect upstream occlusions and was found to be operating within that performance specification. The device was calibrated.